Event description:
A report was received that the patient was experiencing discomfort due to the ipg. It was also noted that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was moved more lateral and more superficial. The patient was doing well postoperatively.